Manufacturer narrative:
E1 complete address 1: (B)(6). E1 complete facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor did not turn on. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty g1 board and faulty bi board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power did not turn on due to faulty g1 board and faulty bi board. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.